Event description:
The daughter of a (B)(6) female pt called into zoll lifecor customer support to report that her mother's monitor case had come apart at the top seam, exposing wires. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and two white wires running from the computer/analog pca board to the auxiliary board were unplugged. The root cause for the end cap separation cannot be positively identified, but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.